Event description:
Information was received from a consumer regarding an implantable neurostimulator (ins) for the treatment of chronic low back pain and spinal pain. It was reported that the patient inquired if it was possible for the ins to shift. The patient reported that they had weight loss surgery and lost 45 pounds and noticed that when they are doing the drawstring on their pants the string is "digging" into the ins. The patient was forwarded to their healthcare provider (hcp) to address the ins site issue. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the consumer reported that repositioning the waistband and loosening the drawstring was done to resolve the waistband digging into the implant. The patient stated that the issue had been resolved.